Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an escape basket was used in a ureteroscopy procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the escape basket failed to open and close and was unable to be removed from the patient due to a stone stuck inside the basket. The basket was taken apart in order to remove the basket from the patient. There were no patient complications as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.